Event description:
The device was returned to the service center for a report from the customer contact that the unit has issues powering on. This is not a reportable malfunction. However, during verification testing at the service center, while operating on battery power the device shut off on its own.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.